Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, when they tried to close the jaws, the clips cuts the tissue without closing it. Another one was used to resolve the issue and complete the case.